Event description:
During review of the programming history for the vns patient's device, a programming anomaly was observed. The patient's generator was implanted on (B) (6)2006. The device was found to be inadvertently programmed to 1 ma, 20 hz, 250 usec, 30 sec on, 60 min off following an interrupted system diagnostic test on (B) (6)2006. The device settings were noted to be incorrect at the next office visit on (B) (6)2007. The device was re-programmed to intended settings of 1 ma, 20 hz, 250 usec, 30 sec on, 0.8 min off on that date.

Manufacturer narrative:
Analysis of programming history.